Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level of 625 mg/dl. The customer administered manual insulin injections to address bg. The customer had normal assistance to address high bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.